Manufacturer narrative:
This case was reopened on november 17, 2015 to enter additional information which had been received on november 04, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 l.

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which had been received on (B)(6) 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was revised due to pain, loosening, osteolysis and avascular necrosis.

Manufacturer narrative:
This report is being amended to reflect changes in cpt150003087.this information was reported in error on follow up 0009613350-2015-00247-2 sent on july 15, 2016.

Event description:
It was reported that the patient was implanted a durom us acetabular component on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).